Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter difficult removal. " no adverse trend was indicated. The root cause of the reported event was unable to be determined as no sample was returned for evaluation. Port placement, patient anatomy and drugs used during treatment are potential contributing factors of the difficult to remove catheter tubing. The directions for use packaged with the smart port contain guidance on port placement, maintenance and explantation. (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(4), a smart port had been implanted in a pediatric patient (age unknown) on (B)(6) 2015 for treatment of acute lymphoblastic leukemia. Difficulty was encountered when explanting the port/catheter on (B)(6) 2018: the catheter was stuck, and when pulled on, broken. The catheter was successfully retrieved. The used device will not be returned to angiodynamics.